Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level reached 554 mg/dl. Customer addressed elevated bg by a correction injection via manual insulin therapy.